Event description:
The physician was treating a highly calcified lesion exhibiting 90% stenosis in the mid circumflex with an endeavor sprint rapid exchange (rx) drug-eluting stent. The device was unable to cross the lesion and on removal it was noted that the stent was damaged. Two further devices were advanced to the lesion but were unable to cross the lesion. The lesion was treated with ballooning and the patient is ok post procedure. The lesion was pre-dilated prior to attempted stenting. The device was inspected prior to use with no abnormalities noted. Resistance was experienced at the lesion and force was used in an attempt to cross the lesion. Evaluation summary: the stent was positioned between the marker bands. The 3rd to 6th proximal segments were raised and deformed. The distal tip was damaged.

Manufacturer narrative:
(B)(4): force used, stent deformation, 90% stenosis highly calcified lesion. Conclusion: 90% stenosis highly calcified lesion.